Event description:
It was reported that the user experienced persistent high blood glucose despite ongoing insulin delivery on the ilet, and customer care recommended and guided a full supply change of the onset/duo steel infusion set, after which insulin delivery resumed and a follow-up was planned to confirm a downward trend. Symptoms included hyperglycemia. Outcomes included troubleshooting and education that restored insulin delivery. Investigation included a review of reported device performance and guided user intervention through a complete supply change. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no confirmed device malfunction identified and resolution achieved after supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.